Event description:
It was reported that the customer experienced issues with a weak signal alert and with sensor glucose and blood glucose readings being different. The customer stated that his sensor glucose reading was 146 mg/dl and that his blood glucose reading was 210 mg/dl. The customer's blood glucose was previously 450 mg/dl. Troubleshooting was done. Advised that he speak to his healthcare provider to see if adjustments on his insulin pump could be made because the customer felt that it was taking too long for the insulin pump to decrease his blood glucose levels. Advised to call back when the customer had time in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.